Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarm and it was overheating. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump screen was overheating. The customer reported that they had received the low battery alarm. The troubleshooting was performed for multiple pump error alarm, low battery alarm and for overheating. The insulin pump will not be returned for analysis.